Manufacturer narrative:
Investigation summary ==> the device was visually inspected, and it was found red/brown material on the pebax. Further investigation/testing was performed. A scanning electron microscope (sem) analysis was performed on the pebax and the results showed mechanical damage and two holes. Then, magnetic sensor functionality was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor feature was tested, and it was working properly. The force values were observed within specifications. A manufacturing record evaluation was performed for the finished device number 30229385m, and no internal actions related to the reported complaint was found during the review. The customer complaint cannot be confirmed. The root cause of the damage on pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter ablation procedure with a thermocool® smart touch¿ electrophysiology catheter for which the biosense webster, inc. Product analysis lab identified mechanical damage and two (2) holes on the pebax surface. Initially it was reported that the force values displayed were high, the pressure value were not stable. The catheter was switched out with another and the second catheter was used to complete the procedure. There was no patient consequence. The force issue was assessed as a not reportable event as the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is not remote. On november 14, 2019, the biosense webster, inc. Product analysis lab received the device for evaluation, and upon initial visual inspection, it was found that the pebax sleeve had some reddish-brown material inside it. On december 13, 2019, after further analysis and testing, it was confirmed that there was mechanical damage and two holes on the pebax surface. These findings were reviewed and determined to be MDR reportable as a malfunction. This event was originally considered not MDR reportable, however, biosense webster, inc. Became aware of a reportable malfunction through additional analysis and testing on december 13, 2019 and have reassessed this complaint as reportable. Therefore, the awareness date for this reportable lab finding is december 13, 2019.